Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for urge incontinence and urinary/bowel dysfunction. It was reported that they were having a return of symptoms and needed assistance with adjusting their therapy. That when they went through airport security, their therapy was working just like before their ins was put in. The patient mentioned that they had the same level of stimulation on their current program and their previous program. The patient also mentioned that before, they stopped wearing the pants, but now they couldn't get from the bed to the bathroom without peeing. During the call, patient had to answer a call from their manufacturer representative (rep) and informed them about the issue. The agent then reviewed general therapy information, airport security guidelines, and general device use. Patient was able to increase their level of stimulation to a comfortable level, and they confirmed feeling the stimulation in their bike seat area slightly. Patient will maintain stimulation and will continue to monitor symptoms. They were redirected to their healthcare provider (hcp) if issue persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.